Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that medication and a medication label were stuck between the divider and drawer, causing noise and operational issues. A field service engineer cleaned out the drawer, reseated the row board cable connections, cleaned the cubie electrical connection, and replaced the cubie per customer instructions. The drawer was removed from the cabinet, the stuck medication and label were cleaned out, and the drawer was reinstalled. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a drawer failure, stuck on the draw rail mechanism. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.